Manufacturer narrative:
Device was used for treatment, not diagnosis. Only one part of the helix blade was removed on (B)(6) 2014 , a broke part remains implanted as of the date of this report no explant of the additional broken part has been reported without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a hip procedure done on an unknown date in (B)(6) 2014. The patient experienced pain and x-rays confirmed that there was a non-union. During the surgery to remove the hardware, the helix blade was discovered to be broken into two. The procedure was performed on (B)(6) 2014 and a part of the broken blade, a three hole 130 degree locking compression plate (lcp) and unknown number of 4.5 mm cortical screws were removed. The lcp and cortical screws were removed intact, while a part of broken helix blade remains in the patient. The patient was not implanted with any new hardware and may be undergoing a surgery to remove the broken helix blade part. There was a thirty minute time delay. Procedure was completed and the patient outcome is unknown this is report 1 of 3 for (B)(4).